Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent undersensing on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent undersensing on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted due to a product performance issue. No additional adverse patient effects were reported.